Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited reproducible noise on both the right atrial (ra) and right ventricular (rv) channels. Some rapid pacing was present and it was believed this was due to tracking of the ra noise. Initially, a dual lead fracture was suspected and a lead replacement was performed. Noise was still present once new leads were implanted. The device was replaced and this resolved the issue. A header issue is suspected. The device was returned for analysis. No adverse patient effects were reported.